Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Qc was acceptable. The customer observed some debris in the sample. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 3000 pg/ml (accompanied by a data flag). The data flag accompanying the initial result prompted the repeat of the sample using a dilution factor of 1:10 twice. 1st repeat result: 1904 pg/ml. 2nd repeat result: 1731 pg/ml. It was noted that the 2nd repeat result of 1731 pg/ml was considered to be the most accurate.

Manufacturer narrative:
The provided data do not indicate an issue with the analyser or the used reagents. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (debris was observed in the sample tube) at the customer site. Preanalytics are within the customer's responsibility.